Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead received three shocks. The first shock was given for a rhythm that the physician deemed non life-threatening. The second shock made the situation worse, and the third shock converted. The physician stated that the wire was in the wrong place. The device was programmed off, the patient was given a life vest, and lead revision was planned for january 2025. It was noted that the patient was part of a study with additional software. Technical services (ts) was unaware of the what trial the patient was in, and recommended that the physician follow up with the clinical trial about the additional software. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead received three shocks. The first shock was given for a rhythm that the physician deemed non-life-threatening. The second shock made the situation worse, and the third shock converted. The physician stated that the wire was in the wrong place. The device was programmed off, the patient was given a life vest, and lead revision was planned for (B)(6) 2025. It was noted that the patient was part of a study with additional software. Technical services (ts) was unaware of the what trial the patient was in and recommended that the physician follow up with the clinical trial about the additional software. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.